Event description:
A report was received that it was determined that the patient's cervical lead had a fracture. The patient will undergo a revision.

Event description:
A report was received that it was determined that the patient's cervical lead had a fracture. The patient will undergo a revision.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively. No device malfunction suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.